Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock therapy during an orthopedic procedure due to noise from cautery application. The magnet was suspected to be out of place, and it was repositioned. No additional shocks were delivered for the remainder of the procedure. The patient was stable and will continue to be monitored regularly.